Manufacturer narrative:
Article citation: graham a. Lee, peter shah, "yag laser xen stent truncation." Ophthalmology glaucoma, volume 3, issue 5, 2020. Page 359, issn 2589-4196, https://doi.org/10.1016/j.ogla.2020.05.002. No contact information for the reporter was provided. No further information is available.

Event description:
Reported events of patient presented with threatened conjunctival extrusion and an iop of 9 mmhg in the unknown eye, 15-months post-operatively against the unspecific xen®. Due to avascularity of the overlying conjunctiva and risks of surgical intervention, a yag laser was performed with a blumenthal suture-lysis lens to truncate the stent. The first shot fractured the material. The second shot truncated the implant at 1.7 mm from the scleral exit. At 1 week, the iop was 6 mmhg with the truncated stent lying freely and the end flush on the sclera. Were noted in the article "yag laser xen stent truncation." Ophthalmology glaucoma, volume 3, issue 5. Page 359.